Event description:
Customer called to report having a no delivery display while the pump was empty, also stated the drive block got stuck on the lead screw. Device was not dropped, bumped, or exposed to moisture.